Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, episodes of noise resulting in oversensing and automatic mode switching (ams) were reported. The suspected cause of the noise was lead damage. Programming was performed to resolve the event. The patient was stable and will continue to be monitored.